Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has had issues with the scroll wrap feature on his insulin pump changing his bolus amounts. The customer stated he has accidentally delivered higher than normal bolus amounts as a result of the feature. The customer's blood glucose level was 60 mg/dl. The product is not being returned. Nothing further was reported.